Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye, noted a hole/ cut in the silicone tubing. Functional testing including clear passage and clamp function testing were performed, with no issues noted. Leak testing, noted a leak from a cut/hole in the tubing. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut on the tubing of a peritoneal dialysis (pd) transfer set. The cut was further described as a ¿scar on the transfer set tubing¿. This was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.